Event description:
The customer was hospitalized with low blood sugars. Troubleshooting indicated that the pump was working properly. Customer had guessed the bolus amount for some fast food they had eaten earlier and may have over estimated.